Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported. Subsequently, additional information was received indicating lead was surgically abandoned due to under sensing issue with no root cause identified.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted. No additional adverse patient effects were reported.